Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with an umbilical vessel catheter (uvc). The customer reports the uvc was leaking externally and had to be removed from patient.